Event description:
It was reported that noise resulting in oversensing was observed on the right ventricular (rv) lead. Rv lead insulation damage was suspected but not confirmed. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.